Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with red and swollen pocket due to pocket infection. The cause of the infection was unknown. Patient presented for extraction procedure, during the procedure physician drained a large amount of fluid. The implantable cardioverter defibrillator was explanted. The patient was stable post procedure.